Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the infusion site appeared to be to source of the occlusion; however, the customer disagreed as the all of the supplies on the pump had been changed the day before.

Manufacturer narrative:
The investigation has been completed and the reported occlusion was confirmed in the logs; however, no failure was identified. In addition, a different issue was found.